Event description:
It was reported that high capture thresholds were observed on the left ventricular (lv) lead. Dislodgement of the lv lead into the middle cardiac vein (mcv) and the right ventricular (rv) lead into the right atrium (ra) was confirmed. No inappropriate therapy was observed. The rv and lv leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgment and high threshold. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within product specification. The reported event of high threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.